Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not recognizing wall power and would not come out of rescue mode after moving the pump around the room. Prior to calling, the unit was swapped out with another to continue therapy. The rn attempted to re-dock the affected console which did not solve the problem. He was instructed to completely remove the rescue unit from the hospital cart using the release latch; he said it was stuck in place. He also said the power cord would not retract or extend any further. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Complaint record is being cancelled as it is a duplicate of (B)(4).

Event description:
Record (B)(4) cancelled as duplicate of tw# (B)(4).